Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. A photo of the device was returned for evaluation. The evaluation was completed on dec 12, 2023. Photo evaluation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation with mentor memorygel breast implants 360cc and experienced hematoma on the left side post-operatively. As a result, the patient underwent removal on an unspecified date.

Manufacturer narrative:
On jan 30, 2024, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of explantation is (B)(6) 2023. The replacement device was identified as a mentor gel breast implant (serial number (B)(6)). Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 360cc breast implant was found to have some bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Bubbles in the gel can be originated with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).